Manufacturer narrative:
Qn#20049194. Complaint evaluation testing was performed from the sample returned. One empty syringe was returned. Number of units and lot is in accordance with report. The syringe has a loose tip cap and dried gel product on the glass tip. There are no deviations or remarks identified in the review of batch records, nor in the syringe components used for its manufacture that can explain the complaint. The most probable root cause has been identified as improper assembly of the needle to the syringe. No further actions will be performed within this complaint, however, the product is monitored regularly and if relevant, further investigation will be performed. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
On (B)(6) 2024 palette life sciences received a notification from a [hospital] in the united states. It was reported that "syringe cracked when deflux needle was being screwed on." Multiple attempts for additional information have been requested from the complainant that have been unsuccessful at the time of this report.

Manufacturer narrative:
Qn# (B)(4).

Event description:
On 14-nov-2024 palette life sciences received a notification from a [hospital] in the united states. It was reported that "syringe cracked when deflux needle was being screwed on." Multiple attempts for additional information have been requested from the complainant that have been unsuccessful at the time of this report.